Manufacturer narrative:
Confirmed the presence of the e antigen on retention capture-r ready-screen (crrs) (pooled), lot n113. Customer submitted sample for investigation testing. Pool_cell testing was performed on an in-house galileo with retention crrs (pooled), lot n113 using submitted sample. Sample was nonreactive. Manual solid phase testing performed with sample using retention crrs (pooled), lot n113 and crrs (4) (for comparison purposes). Sample exhibited negative reactivity with crrs (pooled), lot n113 and weak reactivity with cell ii (e+) with crrs (4), lot k131. Manual tube testing was performed with the sample using panoscreen I, ii, and iii, lot 13871. Immuadd was used as potentiator. Sample was tested at is, 20'rt, 15'37c, and iat and exhibited weak reactivity with cell ii at the iat phase only. All other cells were negative at all temperatures. The limitations section of the package insert for crrs (pooled cells) states: "antibody screening tests employing pooled reagent red cells will not be as sensitive as those incorporating the red cells of unpooled single donors."

Event description:
Customer reported unexpected negative reactions on galileo when testing a donor sample with a known anti-e. Customer stated the pool cell screen assay was negative. The donor results were reported as antibody screen negative to their client. The client history showed an anti-e. Customer stated that the testing performed by the client yielded 3+ positive reactions with peg, liss, and solid phase (2 cell screen assay).